Event description:
Since implant, the pt had not been able to get any coupling bars when attempting to recharge; she tried changing positions and a different recharger. The pt had her implantable neurostimulator (ins) pocket revised; the ins was flipped. Everything was working properly following the revision.

Manufacturer narrative:
(B)(4).